Manufacturer narrative:
The reported product is an unknown baxter transfer set. The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported several peritoneal dialysis patients experienced unspecified connection issues with the transfer set and minicap which resulted in transfer set changes and prophylactic antibiotic usage. The nurse reported they were not sure if it was ¿an actual mini-cap issue or if it was due to the patient¿s not screwing the mini-caps on tightly¿. To resolve the issue, the minicaps are being replaced with new units (different lot numbers). No further medical intervention was reported for this event. There was no patient injury associated with this event. No additional information is available.